Manufacturer narrative:
The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed leakage at the nose of the adapter when subjected to a catheter leak test. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. From the returned sample, split tubing was observed at the metal wedge flaring site, which caused leakage near the nose of adapter. The tubing was also observed to be over-flared at metal wedge, with a split end. The assembly process was reviewed. At the machine, the catheter tubing was flared onto the metal wedge, and then the catheter adapter was swaged onto the tubing-metal wedge subassembly. It was suspected that one of possible causes of the split tubing could be caused by over-flared at metal wedge, which caused the tubing to over-expand and split during assembly. Additionally, the surface defect that looked like scratch marks were also observed on the tubing surface. However, there was no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. The tubing surface defect might be another possible cause of the split tubing, which could cause tubing to be weakened and split when flared onto the metal wedge during assembly. To prevent this defect in the future, an update to the winding on drum was completed to change it from 2 pile 1 drum to 1 pile 1 drum in the extrusion process master and run sheet. Additionally, complaint awareness training and communication will be completed with all insyte line production technicians to monitor the occurrence of the split tubing defect and the scratch mark on tubing surface defect.

Event description:
It was reported that the blood leaks out between the plastic part of the needle and the catheter part.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon-e 24ga x 0.75in leaked. It was reported that the blood leaks out between the plastic part of the needle and the catheter part.